Event description:
It was reported a perforation and tilt occurred. On (B)(6) 1994 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan confirmed a tilt toward the right about 5 degrees and there is posterior tilt of 7 degrees and the tip of the filter abuts the posterior wall of the inferior vena cava (ivc). The tip of the filter is 2.6 cm superior to the inferior wall of the right renal vein. A strut is noted to perforate up to 4mm beyond the ivc wall. One strut violates the posterior wall of the duodenum and another strut perforates the tiny vessel which is just medial to the aorta. Another strut perforates the cortex of l3 but does not abut the cortex. Another strut perforates the posterior wall of the duodenum around the junction of the second and third portions and may be violating the wall.

Event description:
It was reported a perforation and tilt occurred. On (B)(6) 1994 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan confirmed a tilt toward the right about 5 degrees and there is posterior tilt of 7 degrees and the tip of the filter abuts the posterior wall of the inferior vena cava (ivc). The tip of the filter is 2.6 cm superior to the inferior wall of the right renal vein. A strut is noted to perforate up to 4mm beyond the ivc wall. One strut violates the posterior wall of the duodenum and another strut perforates the tiny vessel which is just medial to the aorta. Another strut perforates the cortex of l3 but does not abut the cortex. Another strut perforates the posterior wall of the duodenum around the junction of the second and third portions and may be violating the wall.